Event description:
It was reported that: "during a routine warehouse instrument inspection we realized three of our rejuvenate sets had damaged osteotomes. We replaced them with new ones and would like to have these looked at. Essentially the cutting aspects of these osteotomes have been folded back into itself. We don't know how this happened or where, we just know that they will not work as they are designed to. We previously sent in two osteotomes that had the same issue."

Manufacturer narrative:
Summary of evaluation: a design non-conformance was observed based on the results of the visual inspection in which the cutting edges of the chisel have become deformed during use. The observed failure rate of this device exceeded the anticipated failure rate. Catalog numbers and lot codes of other devices listed in this report: catalog #: 1601-1210, lot ID: b5aec, manufacturer date: (B)(4) 2010. Catalog #: 1601-1210, lot ID: b2wae, manufacture date: (B)(4) 2009.